Manufacturer narrative:
Date of occurrence: 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was observed on a minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned, but a photo of the device was provided for evaluation. A visual inspection of the photo was performed and it showed a loose minicap in the container with a mark on the rim of the cap. The minicap appeared to be cracked. The reported event was verified, but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.